Manufacturer narrative:
An eval of the device is anticipated, but has not yet begun. This report will be updated when the eval is complete.

Event description:
It was reported that the cast cutter would run when the switch was in the off position. This was found while the device was in service at the MFR. There was no pt involvement or adverse consequences related to this event.